Event description:
The customer reported a failure to deliver energy during cardioversion. No adverse pt impact was reported.

Manufacturer narrative:
The device was not returned to the factory for evaluation. The customer reported a failure to deliver energy during cardioversion. No adverse pt impact was reported. The device was evaluated by the customer. The symptom could not be duplicated. The hospital biomed reported that the issue was the result of a user error where the incorrect lead was selected. We are considering this issue a user error, and no malfunction of the device. The unit was placed back into service, and is considered fully functional.